Event description:
The customer checked their blood glucose on their meter at approx. 4am, their reading was 74 mg/dl. Spouse called the emts and approx 30 minutes later pt's reading on the emt's meter (unk brand) was 35 mg/dl. The emts gave the customer 25 grams of dextros. The customer never left the house and is fine at the time of this report. Level 1 control was out of range on the system. The device was replaced and authorized for return to the manufacturer for evaluation.